Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. There was no report of leaks noted during preparation for use, suggesting that the damage likely occurred during use. In this case, it may be possible that the balloon rupture is a result of interaction between the balloon material and the lesion site, which was described as moderately calcified. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database found no other incidents reported for this lot. A conclusive cause for the balloon rupture could not be determined; however, there is no indication to suggest a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. The rbp for this balloon is 16 bar (or 15.8 atms).

Event description:
It was reported that the fox cross ruptured with the first inflation at 6 atmospheres (atm), below rated burst pressure, in the mildly tortuous and moderately calcified femoral artery. The entire fox cross was completely and easily removed from the patient anatomy. There were no adverse patient effects. Another device was used to complete the procedure. Though requested, there was no additional information provided.